Event description:
It was reported that the battery does not provide power and was not recognized as power source by the controller. The event was associated with alarm for now power source connected and not charging. The battery was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the log files, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files could not be performed since log files were not available for analysis. Failure analysis revealed that the device passed visual inspection. Functional testing revealed the battery was received without charge and unable to provide power to the test controller; however, the battery was still able to charge when connected to a test battery charger. Functional testing also revealed a cell-under-voltage flag, a pack-under-voltage flag, and the discharge field-effect transistor (fet) was disabled. A cell-under-voltage flag is triggered when a cell pair falls below a voltage threshold. Likewise, a pack-under-voltage flag is triggered when the battery pack falls below a voltage threshold. Internal inspection of the battery revealed a defective solder connection between cell pairs of the battery, which contributed to the flags and disabled control fet. As a result, the reported not providing power and reported ¿not recognized as power source¿ events were confirmed. The reported not charging and reported alarm events were not confirmed. However, it is likely that the defective solder contributed to the reported not charging and alarm. The most likely root cause of the reported event can be attributed to a defective solder. CAPA pr00451233 is investigating batteries with defective solders. Even though this CAPA is closed, bat934713 falls within the bounds of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and an update to the investigation summary. Revised product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to e valuate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files could not be performed since log files were not available for analysis. Failure analysis revealed that the device passed visual inspection. Functional testing revealed the battery was received without charge and unable to provide power to the test controller; however, the battery was still able to charge when connected to a test battery charger. Functional testing also revealed a cell-under-voltage flag, a pack-under-voltage flag, and the discharge field-effect transistor (fet) was disabled. A cell-under-voltage flag is triggered when a cell pair falls below a voltage threshold. Likewise, a pack-under-voltage flag is triggered when the battery pack falls below a voltage threshold. Internal inspection of the battery revealed a defective solder connection between cell pairs of the battery, which contributed to the flags and disabled control fet. As a result, the reported not providing power and reported ¿not recognized as power source¿ events were confirmed. The reported not charging and reported alarm events were not confirmed. However, it is likely that the defective solder contributed to the reported not charging and alarm. The most likely root cause of the reported event can be attributed to an improper assembly during the manufacturing process. CAPA pr00569429 is investigating this issue. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.